Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a grounding pin missing from the ac line cord. The issue was found during pm by getinge representative. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1 event site mail, event site telephone, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 additional point of contact: gary fox, biomed, phone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The (fse) reported the ac line cord was missing the grounding pin. The reel, ac power cord, domestic, tdk lambd was replaced. The unit was confirmed to have functional and safety checks and returned to normal use.